Event description:
On 08/25/2021, it was reported by a sales representative via email that the mechanism on the ar-1588btb-ib tightrope® ii btb, reconstruction with internalbrace, would not complete passing process. When trying to pull the wire through, the suture would not pull. It kept getting stopped no matter how hard surgeon pulled. The surgeon opened an older version had no issues. Issue held up the case for a significant amount of time and surgeon was very unhappy at the delay. Upon taking it apart to see better, it was like another suture was in the way and not set up on the card correctly.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.